Manufacturer narrative:
The tandem user guide states to always confirm that the decimal point placement is correct. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently set the basal rate to 5.5 instead of 0.55. The customer caught the mistake before it impacted the blood glucose level. The customer reset the basal rate to 0.55; the correct value.